Event description:
Asr revision. Left asr hip resurfacing system. Reason for revision: component loosening (cup).

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Updated information: revised for pain and metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Left asr hip resurfacing system. Reason for revision: component loosening (cup). Update from crawford's email 26th apr 2012: reasons for revision, dpyous-73 attached, patient ID. Reasons for revision: component loosening (rotated acetabular), pain, mild metallosis. 20 may 2015 - update - rcvd claimsuite with right hip - email confirmed that patient is not bi-lateral and the correct hip is right, amended implant date to correct date, type of hip replacement is xl. Put reason for revision as implant migration as cup rotated. 29 may 2015 - update - rcvd sleeve details - email confirms 'no corail stem details are available.'